Manufacturer narrative:
Concomitant medical products: 407652, lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, rising impedances, and the left ventricular (lv) lead exhibited rising thresholds. The rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.